Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿the device was leaking due the entire top was taking off" is confirmed since the subassembly of the sample received presented disconnection of the weld cap from the housing subassembly. It was not possible to determine the cause through the trials executed and the verification of the manufacturing process. The cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the nurse was drawing blood from a kids kit from a pal. The kids kit blunt needle with syringe was placed into the drawing adapter, withdrew blood, and when blunt needle was taken out of adapter, the entire top was taken off leaving the line exposed and blood slowly leaking out. The t-connector was clamped, and a heparin flush was placed to prevent the pal from clotting off. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.